Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. It was found that the patient had expired in bed with the vad alarming. Both of the patient¿s batteries had been removed from the battery clips and were in the bed with the patient. There were no reports of the patient experiencing any difficulties with the equipment. No system controller log files were submitted to confirm the loss of power to the system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months. The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's son called the patient's house and did not get a response. When the patient's son arrived to the home, it was found that the patient had expired in bed with the vad alarming. Both of the patient's batteries had been removed from the battery clips and were in the bed with the patient. The health professional reported that suicide is suspected to be the cause of death. There were no reports of the patient experiencing any changes in mental status prior to the patient's death, or any difficulty with the vad equipment. The patient's son saw the patient at 11 pm the evening prior to the patient's death and did not note any changes. It was reported that the patient had been quite depressed and angry following the spouse's recent death.